Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a lock icon within a circle and became unresponsive following an attempted software update that failed. Symptoms included no injury or clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included remote troubleshooting attempts and education outreach. Investigation of this case revealed an unresponsive screen following a failed update, consistent with a device software or user interface malfunction; no device components were confirmed defective due to the inability to engage with the user for further diagnostics. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to verify a reproducible malfunction.